Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however blood/body fluid was noted on all conductors (not obstructed). The full lead was returned and analyzed.

Event description:
It was reported that during the implant attempt the patient developed complete heart block therefore the lead was used as a temporary lead and a different lead was inserted for use as the permanent lead. No patient complications have been reported as a result of this event.